Manufacturer narrative:
The insulin pump was received with cracked end cap. The pump was unable to verify compromised force sensor alarm due to cracked end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on lcd window and reservoir tube window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that he was trying to load his pump and received a compromised force sensor alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.